Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was having a lot of pain when she walks and when she walks and when she puts her foot down the emanates around the area of her implant. The patient stated that the pain was getting worse especially if she sat down or if she stood up for a little while longer than usual, the pain was horrific. The patient noted that the healthcare professional (hcp) did not know if the pain was from the stimulation. The patient stated that now the pain wasn't going down both legs anymore, but it went down the back of her caves and a little in front. The patient noted the hcp didn't know if the pain was from sciatica or what, they were trying to figure that out. The patient has been taking pain pills. The patient noted her family doctor was on vacation so she went to see that doctor's associated instead. The patient's family doctor had been in contact with the surgeon, the surgeon instructed the patient to turn off the implant to see if the pain stops once she turns it off. The patient noted the pain has been going on for a minimum of 6 weeks. Additional information from the patient reported pain at her implant site that started about 6-7 weeks ago then about 10 days later she started getting pain in her calves with the worst pain in her left calf, the patient stated they are having a hard time standing. The patient noted the pain isn't too bad in the morning, but by the end of the day it is really bad. The patient noted the pain was sudden. The patient went to the healthcare professional (hcp) and they told her the device was working, the patient stated the hcp suggested to do surgery because maybe the battery moved and was on a nerve. There was no date set for surgery. The patient also noted she used to feel the implantable neurostimulator (ins) as a bump, but now the patient feels the whole outline of the ins. The patient noted she has lost weight. It was noted there were no trauma or falls related to the issue. Additional information from the patient on (B)(6) reported her battery is on a nerve and she is an immense amount of pain. Additional information from the patient on (B)(6) reported she still has pain in her calves, it normally goes away in the morning but on the day of the call it did not. The patient noted the hcp called her and instructed her to turn stimulation off for 5-7 day and take imodium. Additional information from the patient on (B)(6) reported in order to resolve the issues they had been in contact with a manufacturer and the hcp and followed their instructions. The patient noted they were instructed to turn stimulation off. The patient had turned the stimulation off and the pain had not improvement. The patient noted the issue had not been resolved. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's hcp indicated that no interventions have been taken to resolve the patient feeling to outline of the ins, but repositioning of the ins is being considered. At the time of this report the patient's reported issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.